Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection. Reportedly, a revision was performed and the right atrial (ra) lead was explanted through thoracotomy. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.